Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implantable cardioverter defibrillator (ICD) implant procedure crosstalk over sensing was observed in the right ventricular lead channel after the atrial pacing. The ICD was reprogrammed, and the over sensing was resolved. The ICD remains in service. No adverse patient effects were reported.